Manufacturer narrative:
Citation: gamet a et al. Does aortic valve calcium score still predict death, cardiovascular outcomes, and conductive disturbances after transcatheter aortic valve replacement with new-generation prostheses? J cardiovasc echogr. Apr-jun 2020;30(2):88-92. Doi: 10.4 103/jcecho.jcecho_9_20. Epub 2020 aug 17. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the predictive value of aortic valvular calcium score on mortality and cardiovascular outcomes following transcatheter aortic valve replacement with new-generation valves. All data were retrospectively collected from a single center between january 2017 and july 2018. The study population included 144 patients and was predominantly male with a mean age of 84 years. Of those, 74 patients were implanted with medtronic evolut r transcatheter valves. No serial numbers were provided. Among all patients, three deaths occurred. The causes of death included: cardiac tamponade (1), stroke (1), and cardiogenic shock with fatal multi-visceral failure (1). Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: stroke, myocardial infarction, need for permanent pacemaker implantation, need for temporary cardiac pacing, persistent new onset left bundle branch block, and moderate to severe aortic regurgitation. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.